Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm plunger rod difficult to move. The following information was provided by the initial reporter: stated, it's hard to push the plunger rod because the stopper is slanted inside barrel. Returned call and left message for consumer to call me back.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (16) 0.3ml 31ga 8mm syringes in 4 open polybag from the lot# 2290537. It was reported by the consumer that the "stopper is slanted" making it difficult to use syringe. Stated, it is hard to push the plunger rod because the stopper is slanted inside barrel. The returned syringes were visually examined and observed 9 syringes with slanted stopper (deformed on the top edge of the stopper) that¿s making difficulty in moving the plunger rod. A review of the device history record was completed for batch # 2290537 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm plunger rod difficult to move. The following information was provided by the initial reporter: stated, it's hard to push the plunger rod because the stopper is slanted inside barrel. Returned call and left message for consumer to call me back.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.